Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch ultra link meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began on (B)(6) 2016, 10:30 and reported that the patient obtained alleged inaccurate erratic results of "205 and 175mg/dl" on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results meets lifescan's criteria for precision. The patient manages his diabetes with insulin pump therapy and reported taking insulin on (B)(6) 2016. The reporter stated that the patient developed symptoms of "dizziness, incoherence and sweating" at an unknown time after the alleged issue began. The reporter stated that the patient self-treated himself with food/and or drink. Additionally no other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The correct testing steps were carried out and the test strips had been stored correctly and had not expired. The patient was unable/unwilling to answer if the test strip vial was cracked or broken or if the control solution test fell within range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.